Event description:
There was no pt involved in this event. The device was malfunctioned as the device switching on automatically.

Manufacturer narrative:
The history log for this device showed the pad-pak was first installed on the 6th june 2009 and performed to specification, alongside random manual power ons, up to the 28th december 2014. The device records temperatures below the recommended minimum operating temperature throughout the history log. Multiple manual power ups mainly of ten minutes duration were recorded between 3rd january 2015 and the 13th february 2015. The pad-pak became depleted during this time. The pad-pak became depleted during this time and remained in fault mode until 21st may 2015. A further pad-pak was installed and the device records further manual power ups of ten minutes duration between 21st may 2015 and the 3rd june 2015. The pad-pak became depleted during this time. Investigation found the fault can be attributed to membrane failure due to adverse storage conditions. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted.